Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep. They reported they did not have any of the impedance or historical readings.

Event description:
Additional information was received from the manufacturer representative (rep). This patient had her device completely removed and replaced with the interstim ii and surescan recharge-free lead on (B)(6) 2021 and the issue is now resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported on 2021-aug-06, that the patient was unable to connect the recharger to the implant. The rep noted there were no environmental/external/patient factors that contributed to the event. The troubleshooting performed was that they tried restarting the recharger, repositioning and the patient was seen by the manufacturer representative (rep) and /health care professional (hcp) in the office but they could not reconnect. A pocket revision was planned however on (B)(6) 2021, the rep reported additional information, as an addendum to the already submitted information: they reported that in the operating room, it was determined that the patient had been attempting to recharge the wrong site, that the patient had two incisions and it was confirmed by the health care professional (hcp) that the implant was on the other site. The recharger was replaced and it was confirmed that they were able to charge at the correct site with no issues and the complaint was resolved. On (B)(6) 2021, the rep clarified that the determination that the patient had 2 incisions had been made prior to any skin incision/pocket opening. The rep reported that no incisions had been made for this patient however the rep had an update, that as of (B)(6) 2021, the patient was having continued trouble recharging, even though they were now charging the correct side. The rep stated the patient was also reporting "pins and needles," and "shocking" during each charging session. It was noted the patient was going to try to change the charging speed to see if this helped and the patient had an appointment on (B)(6) 2021 in the health care professional (hcp) office. Additional information was received from a manufacturer representative (rep). The rep reported that the shocking sensation was only felt during recharging sessions. Patient reported shocking even when entire surface was covered with a layer of clothing. The layer of clothing did not resolved the shocking. Patient tried with and without the belt and when not using the belt the patient used a layer of clothing. The belt did not resolved the sensation. Cause of trouble charging was not determined. The steps taken were the hcp will replace the device with a recharge free implant. The patient is able to successfully charge, but according to patient takes a long time. If she moves even slightly, will begin searching again and uncomfortable stimulation is felt during the entire session. Implant depth is ½ inch, left buttock.